Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area during step 9 of their treatment. It is unknown at which point in therapy the leak may have begun. Fluid leaked from both pumps a and b and the fluid was about one to two teaspoons. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however, to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area during step 9 of their treatment. It is unknown at which point in therapy the leak may have begun. Fluid leaked from both pumps a and b and the fluid was about one to two teaspoons. The patient was unable to complete cycler treatment. Patient able to perform manual exchanges following machine interruption. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however, to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area during step 9 of their treatment. It is unknown at which point in therapy the leak may have begun. Fluid leaked from both pumps a and b and the fluid was about one to two teaspoons. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however, to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area during step 9 of their treatment. It is unknown at which point in therapy the leak may have begun. Fluid leaked from both pumps a and b and the fluid was about one to two teaspoons. The patient was unable to complete cycler treatment. Patient able to perform manual exchanges following machine interruption. The patient was prescribed prophylactic antibiotics. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however, to date has not been provided.

Manufacturer narrative:
Correction: b5, h6